Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device had vibration. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. An assessment was performed which determined that the device had vibrations due to worn out bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be worn bearings due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.